Event description:
Nurse states that a patient has a powerpicc and has developed a clot around the port and is asking if the patient needs to be anti-coagulated before removal. Response informed the nurse to contact the patient's physician. Informed that (B)(6) does not have a recommendation.

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing number has been provided by the complainant. The device has not been returned to the manufacturer, at this time, for evaluation.